Event description:
I purchased diabetes supplies from a company called (B)(6). What I purchased were dexcom g7 continuous glucose monitor's and all the products I received were over a year expired. I reach out to the company multiples times through phone and email with 0 responses. Not only did they take my money but their selling potentially dangerous medical equipment to consumers.